Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was spike seen on the t-wave due to atrial undersensing. There was also small p-wave observed on the atrial lead and the electrogram was "chattery". The device was reprogrammed to dddr mode and atrial response was improved however; there was still slight undersensing noted. The device remains in use. No patient complications have been reported as a result of this event.